Manufacturer narrative:
The returned product was not analyzed for the complaint of csf (cerebrospinal fluid) leak as the allegation cannot be confirmed or refuted via laboratory testing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following the implant of drg lead at right l4 level, a csf (cerebrospinal fluid) leak was noted at the right l3 level. It was noted that the physician decided to abandon the implant at l3 and instead implanted at left l4 level. No blood patch was used. Post-operatively, patient experienced a positional headache which later resolved.